Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the operating room, and upon surgical exploration, the neck incision was found to be infected. Physician decided to explant the entire inspire system. Postoperative antibiotics were prescribed after the procedure was completed.

Event description:
Patient presented to the physician with purulent discharge from an open wound at the neck incision site, with exposure of the stimulation lead. Physician prescribed antibiotics.